Event description:
Customer reported that pump declared an altitude alarm, which did not cause blood glucose level to exceed 500 mg/dl. There was no adverse impact to the customer¿s blood glucose level. Insulin was suspended due to the alarm, and the customer was advised to clean the speaker holes and reconnect the cartridge to resume insulin. The customer declined follow-up but indicated she would reach out to technical support if further issues occurred.